Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) electrical test but failed the rite functional test due to failed volume transferred comparison. The assignable cause for the rite failure of failed volume transferred comparison was determined to be caused by deteriorated piston foam. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.